Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during insertion of the cage, the tip of the inserter broke off inside it. The broken piece is in the cage, implanted in the patient. This event occurred in italy.